Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract during use. The following information was provided by the initial reporter: this is a report about needle retraction failure of insyte autoguard bc. After catheter placement, the hcp pressed the button for the safety mechanism to retract the needle but the needle was not retracted.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a needle that would not retract during use. The following information was provided by the initial reporter: this is a report about needle retraction failure of insyte autoguard bc. After catheter placement, the hcp pressed the button for the safety mechanism to retract the needle but the needle was not retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-20. H6: investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used un-retracted unit with its original packaging. In addition, three photographs were also submitted which displayed similarities to that of the returned unit. Upon inspection of the received component it was observed that the button has been engaged, however retraction did not occur which in turn, confirmed the reported issue. Needle retraction failure may occur due to spring, grip, barrel, hub, or button damage/defects or due to excess adhesive. Further microscopic inspection of the device found that adhesive was present between the grip and the hub of the device. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excessive adhesive. A device history record review showed no non-conformances associated with this issue during the production of this batch.